Manufacturer narrative:
(B)(4). Device manufactured date: 01/20/2016 to 01/27/2016. The device was received for evaluation. A visual inspection was performed and identified a crack in the cap. Functional testing of the device included leak testing, which identified a leak through a crack in the cap. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. The reported issue was verified; the cause was due to a hole in the cap. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a betadine leak from a small hole on the side of a minicap. This was found by the patient before use. There was no patient injury or medical intervention associated with this event. No additional information is available.